Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 105 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current cartridge for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.